Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's rash was confirmed. The patient reported a rash under all three therapy electrode (te) pads. There is no alleged device malfunction. The patient is a nurse and treated the rash with benadryl. Follow-up indicated the condition of the rash is the same. Medical outcome of the rash is unknown.